Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to undersensing, low amplitude/poor morphology, noise in isometrics, oversensing, pacing inhibition with no asystole, high pacing thresholds, and high out of range pace impedance measurements greater than 3,000 ohms. There was no radiological evidence of fracture, but the lead was non-functional and presumably fractured. A new lead of a different manufacturer was successfully implanted. No additional adverse patient effects were reported.